Manufacturer narrative:
One device was received for evaluation. Visual inspection found the device to be in good condition. Functional testing was able to duplicate the reported problem; however, the device was performing within the manufacturing specifications. The device passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device had incorrect volume delivered in continuous mode. There was no patient involvement.

Manufacturer narrative:
D3: correction. H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing was performed and the device tested normally. No fault was identified. No action was taken.